Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. The stent was slightly pinched and flattened. There was deformation to the 20th and 21st distal stent wraps with struts raised. Kinks were evident on the distal shaft 19.2cm and 23.3cm distal to the guidewire entry port. There was slight deformation to the distal tip. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion in the lcx with 83% stenosis. No other abnormalities were reported in relation to anatomy. No damage was noted to the packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed also with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent strut damage occurred due to the calcific structure of the lesion. The procedure was completed using a non-medtronic device without any complication. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.